Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: n/a batch: 10574518.

Event description:
It was reported that the patient has discomfort at the anchor site. It is unknown which anchor attributed to this issue. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that surgical intervention was undertaken on (B)(6) 2026 in which the anchor was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.